Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw wires came loose from jaw. Hemopro would no longer activate sealing power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. Blood was observed on the harvesting tool handle. The heater wire was flexed away at the center of the hot jaw. The wire remained attached at tip and at the base of the jaw. No other failures were observed. Based on the condition of the device as found, the reported failure "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw wires came loose from jaw. Hemopro would no longer activate sealing power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.